Event description:
The customer originally returned his olympus evis lucera elite gastrointestinal videoscope due to a cloudy image issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as a clogged nozzle was found. This report is being submitted to capture the insufficient reprocessing.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be confirmed. However, a visual inspection of the nozzle did confirm the present of an unspecified crystalline foreign material causing poor drainage. As noted , this clogged nozzle is a result of insufficient reprocessing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This supplemental report is being submitted to provide this information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, white powdery foreign material adhered to inside the nozzle and as a result of analysis, it was organic silicone. We could not specify the cause with this analysis since organic silicone has been considered to be unlikely to arise from the endoscope. However, we presume it can be a residue of a chemical such as a defoamer. The event can be detected/prevented by following chapter in the instructions for use. ¿chapter 4 reprocessing workflow for the endoscope and accessories¿ and ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.